Event description:
It was reported that the customer had a hospitalization on (B)(6) 2015 due to diabetes ketoacidosis. Customer's blood glucose level at the time of the hospitalization was 900 mg/dl. Customer states they were wearing the insulin pump when admitted to the hospital and treated with IV drip. The customer mentioned she got sick the day before and began vomiting. She also noticed having high reading's ranging from 206 to 541 mg/dl, which she treated with bolus. Troubleshooting discovered air bubbles in the set, and no delivery alarm. The customer was advised that an occlusion may have occurred. The settings were reviewed and found to be normal.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.